Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. The pod was removed and patient was treated with manual injections of insulin; patient may have also been given tylenol. The patient was did not remember the length of this ER visit. Patient's bg level was 270 mg/dl at the time of reporting and stated her normal bg level range is below 120 mg/dl. This pod was discarded.